Manufacturer narrative:
(B)(4). The embolic protection system (eps) was returned with blood on the delivery catheter pod, black handle and white pull handle and no saline visible, consistent with the reported use of the device. The filtration element (fe) was not returned. There was no damage noted to the eps. It appears that the migration encountered is the result of not maintaining proper distance between the fe and the xact stent during the attempt to reposition the partially deployed xact stent. The emboshield nav6 instructions for use provides the following precautions: other interventional devices should not contact the fe. Maintain proper guiding catheter-sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. In this case, it appears that failing to maintain proper distance between the fe and the xact stent contributed to the reported migration. Additionally, it was reported that the cerebral angiogram images taken post stent deployment revealed poor cerebral flow due to cerebral vessel occlusion. Occlusion is a known adverse event as listed in the products no fault risk assessment report. Abrupt closure and vessel thrombosis, partial blockage, are listed in the product IFU as known potential adverse effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, the reported migration appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. The xact carotid stent system (part unk, lot unk) is being reported under a separate medwatch report number.

Event description:
It was reported that during attempted deployment of an xact stent in the left internal carotid artery, the stent delivery system (sds) repeatedly jumped distally and the stent partially deployed. The sds with partially deployed stent was dragged back into the target lesion. However, at the same time the wire was accidentally pulled and the emboshield nav 6 embolic protection device (epd) was pulled down into the partially deployed stent. The stent was then fully deployed and the epd was removed using the retrieval catheter. Another epd was successfully deployed for stent post-dilatation. Cerebral angiogram images taken post stent deployment revealed poor cerebral flow due to cerebral vessel occlusion. Reopro was given intra-arterially and intravenously. The patient was asymptomatic and had no neurologic deficits. There was no adverse patient sequela. Though requested no additional information was provided.